Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant are unknown. It was reported that the pt was brought in emergently. The CT demonstrated that the stent graft had migrated in the aneurysm sac, resulting in a type I endoleak. Due to disease progression with dilation of the aortic neck the aortic neck now measures 29-30 mm in diameter. The physician elected to treat the pt with another manufacturer's aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.